Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to low blood glucose either on (B)(6) 2017 with blood glucose of 10 mg/dl at the time of the incident. The customer had just started using the pump on (B)(6) 2017. The customer experienced symptoms such as loss of consciousness. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer is intubated at the hospital. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Updated summary: legal hold placed on the related device. The customer was in the hospital and unresponsive. The customer was hooked up to a ventilator which was due to be removed on (B)(6) 2017.